Event description:
Information was received from the consumer regarding a patient receiving intrathecal dilaudid at 4.7 mg/day and a secondary drug - the consumer did not know the secondary drug and stated it was"bu-ifferent." The indication for use was non-malignant pain. It was reported that a pocket fill allegedly occurred 6 months ago (from (B)(6) 2016), and the consumer had a "witness."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.